Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded, confirming the complaint. A functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction and the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white areas along bond a, as well as the proximal strands of the wcs braid remaining attached to the pebax, appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
Note: this report pertains to the second of two devices used in the same procedure. Refer to manufacturer report #3005099803-2018-60528 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on september 19, 2018. According to the complainant, during the procedure, the working channel sleeve protruded out of the spyscope ds device while inside the patient. Reportedly, no part of the spyscope ds device detached. Another spyscope ds device was used, and the working channel sleeve protruded again. Reportedly, no part of the second spyscope ds device detached. A metal stent was placed in order to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the second of two devices used in the same procedure. Refer to manufacturer report #3005099803-2018-60528 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6)2018. According to the complainant, during the procedure, the working channel sleeve protruded out of the spyscope ds device while inside the patient. Reportedly, no part of the spyscope ds device detached. Another spyscope ds device was used, and the working channel sleeve protruded again. Reportedly, no part of the second spyscope ds device detached. A metal stent was placed in order to complete the procedure. There were no patient complications reported as a result of this event.